Event description:
It was reported that: "pt stated that he had bilateral hip replacements; left hip was done approx in (B)(6) 1999 and right hip replacement (B)(6) 2000. On (B)(6) 2010, he started feeling pain in his right hip and was giving prednisone for the pain. Three to four weeks later, x-rays were taken and revealed that the pt hip had cracked. He was scheduled for a revision on (B)(6) 2011. Pt stated that he has a lot of expenses from this revision and has lost a lot of travel time with his job."

Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.